Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: method of use-posology ¿ juvéderm¿ voluma¿ with lidocaine is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity and performance of the product and it can therefore no longer be assured. ¿ after needle insertion and before injection, it is recommended to withdraw slightly the plunger to aspirate and verify the needle is not intravascular.

Event description:
Healthcare professional reported having a syringe of juvéderm voluma with lidocaine where the "hub detached from the plunger." The plunger detached from the rubber stopper when the plunger was drawn back for aspiration prior to the injection. There was patient contact with the device, but no injuries occurred. The packaged needle was used.